Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions noted that both atrial and ventricular events were sensed on the right atrial lead and was believed to be dislodged. Review of post-operation x-ray confirmed that the lead had dislodged sometime during x-ray positioning. On 08/19/2018, the lead was repositioned. Patient was stable.